Manufacturer narrative:
Concomitant medical product: 4196 lead implanted: (B)(6) 2014; d284trk ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the patient's right ventricular (rv) lead had short v-v intervals, and possible fracture. No intervention was completed, but may be done in the future. The lead is still in use. No patient complications have been reported as a result of this event.